Event description:
It was reported that customer was driving home and insulin pump alarmed no delivery then alarmed motor error. Customer's blood glucose was 454 mg/dl. Customer has not treated the high blood glucose. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with no motor error or excessive no delivery alarm noted. The motor passed motor test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.